Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for a biliary stone lithotripsy, the control pipe at the proximal end of the subject device was broken while the users were attempting to close its basket around the stone. The users reportedly used an emergency handle (B)(4) and could successfully release the stone from the basket. However, it was reported that the stone could not be crushed sufficiently. The users reportedly used another (B)(4) and successfully completed the procedure. There was no report of pt injury regarding this report.

Manufacturer narrative:
Cmsc followed up with the user facility to obtain add'l info regarding this report. The user stated that they had to add considerable force to the device because the stone was big and hard. The subject device referenced in this report was returned to omsc for eval. The eval confirmed that the connection between the control pipe and the basket wire was broken and a filament of the coil sheath was slipped near the distal of the device. There were no abnormalities related to the breakage in the device. Omsc concluded that the cause of the breakage was likely due to the hardness and the size of the stone. The device instruction manual warns users that "a lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as emergency measure." This report is being submitted as a medical device report in an abundance of caution.